Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant a possible grommet / setscrew issue was noted. It was further reported that a warning was alerted for high impedance of the right ventricular (rv) lead, and high impedance was also noted on the right atrial (ra) lead. Issues were noted during pre-discharge interrogation. The leads and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.